Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. The rmf had considered insufficient placement of set screw. No non-conformity was verified. The damages on the thread of the set screw were most likely caused by oblique insertion. Material displacement was caused by contact with a hard object during the insertion procedure of the set screw. Spiralled scratches in the plastic safety ring identify that the ring must have been inserted into the corresponding internal thread of the nail. The found damages on the set screw were not manufacturing resp. Not device related. Functional and dimensional check revealed the internal thread of the nail being in accordance to specs. The returned set screw could be inserted as intended resulting in locking of a lag screw in any position. As the set screw and the nail were in accordance to the specs and referring to confirmed function it was suggested that the event was not caused by any deficiency in the device. The cause of the event can only be found in the use of the item(s). A further statement from technical point of view was not possible. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Examination of the returned screw and nail did not reveal a manufacturing deficiency.

Event description:
It is reported by nurse of the hospital that during a surgery procedure she observed that the surgeon had problems with placing the lag screw. He couldn't screw the set screw deep enough into the nail. A new nail kit has been used to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by nurse of the hospital that during a surgery procedure she observed that the surgeon had problems with placing the lag screw. He couldn't screw the set screw deep enough into the nail. A new nail kit has been used to complete the surgery.